Manufacturer narrative:
Review of instrument images: echo m00325: batch 41672 (r779, 221711); sci- negative result- visually positive - fy (a+), fy (b+); scii- negative result- visually negative; sciii- negative result- visually positive - fy (a+), fy (b-). Control well resulted as expected. Customer was advised to test with a new vial of crric lot 221711. Customer state that the fya positive cells reacted as expected, with a equivocal reaction in screening cell 1 and a 3+ reaction in screening cell 3. Screening cell 1 is heterozygous positive for the fya antigen and screening cell 3 is homozygous positive for the fya antigen. Advised the customer that we cannot rule out if the original vial of indicator cells was compromised.

Event description:
On 28sep2016, a customer reported unexpected negative results when testing a patient sample with capture-r ready-screen 3 (crrs 3) using capture-r ready indicatior red cells (crric) on the galileo echo. The patient has a history of anti-fya.